Manufacturer narrative:
If further information is received at a later date, a supplemental report will be filed.

Event description:
A report from a healthcare provider was received by intera describing a patient with increased pain. The patient has a codman 3000 pump with a low flow rate of 0.5 ml/day, which was implanted on (B)(6) 2010. It was reported that the pump has had a consistently calculated flow rate of 0.3-0.42 ml/day for about 7 years; residual volume would be between 5-7 ml per refill. The last refill was performed on (B)(6) 2022 with a residual volume of 17 ml returned (calculated flow rate of 0.2 ml/day). Patient did not complain of increased pain on (B)(6) 2022 but reported increased pain during a phone check in with the healthcare provider on (B)(6) 2022. It was reported that the patient has a history of granuloma formation at the tip of the catheter. The healthcare provider planned for a dye study in order ot assess the functionality of the catheter, but it had not yet been performed at the time of this report.

Event description:
The healthcare provider planned for a dye study in order to assess the functionality of the catheter and attempted the study on (B)(6) 2022. The healthcare provider attempted to aspirate the bolus pathway to determine the patency of the catheter and were unable to aspirate, indicating a problem with the catheter (i.e. Catheter kink, granuloma, etc). The problem was not further interrogated, and the dye study was not conducted. The intrathecal catheter was not reported. The clinic reported they plan to replace the pump and catheter system as the codman 3000 is no longer manufactured for intrathecal use.

Manufacturer narrative:
The codman 3000 was discontinued for intrathecal applications in 2018. The device remains implanted at the time of this report. The codman 3000 was not indicated for use with hydromorphone, clonidine, or bupivacaine. Blank information in the MDR form represents unknown information at the time of this report. If further information is received at a later date, a supplemental report will be filed.